Manufacturer narrative:
The device has been returned to the manufacturer. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon allegedly became stuck inside the sheath, ripped and detached inside the sheath during retraction. It was reported that the balloon was inflated two times with an inflation device. Reportedly, the balloon ruptured at 6atm and the intended treatment site was the brachio cephalic vein. Reportedly, the balloon segment and sheath were removed without incident. Another balloon was not used to complete the procedure.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the device was returned used. The balloon size was printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The balloon catheter was returned in two segments. A 1.3cm segment of the balloon and outer catheter was returned detached from the catheter. The detachment occurred at the proximal balloon glue joint and the catheter was stretched at this location, indicating that excessive force likely contributed to the detachment. The distal end of the balloon was not returned for evaluation. The glue bullet and marker band were returned detached from the inner polyimide and were located inside the detached balloon segment. The outer catheter and inner catheter were stretched at the point of detachment, indicating that excessive force likely contributed to the detachment. The catheter was kinked throughout its length. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. The balloon was examined at the location of the detachment and appeared to have detached both circumferentially and longitudinally. It is unknown whether a longitudinal or circumferential balloon rupture occurred, as the user reported that the balloon sheared in half while retracting through the introducer sheath; therefore, the type of balloon rupture cannot be identified based on the condition of the returned sample. Functional/performance evaluation: no functional testing could be performed due to the poor sample condition. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: based on the sample condition, the investigation is confirmed for a balloon detachment, a marker band detachment, and a balloon rupture. The investigation is inconclusive for sheath retraction issues. It is likely that the balloon rupture contributed to difficulty removing the balloon from the sheath and the balloon detachment. However, the definitive root cause for the balloon rupture is unknown. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.